Manufacturer narrative:
Affected devices were returned. During visual inspection of returned affected product the investigator was able to confirm customer claim of deflated masks. Investigator did pull the batch record and review, no discrepancies were found in the batch record.

Event description:
The customer alleges that "mask was deflated. Great difficulty making a seal and had to request a syringe to inflate mask." No other details were provided and no patient injury/harm reported.